Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump would not prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the pump¿s black box showed evidence of several loss of prime warning (cs162) with low non-zero force. There were multiple cs128 alarms following rewinds observed in the black box. During testing, the pump rewind, load cartridge, and prime steps were attempted and the pump alarmed with a cs128 alarm upon the first rewind attempt. Further testing was not able to be performed. The pump¿s cover was removed and moisture corrosion was found to the several components on the master processor circuit. There was no intermittent condition found to the force sensor circuit. The complaint of a prime issue was not able to be adequately investigated. Unrelated to the complaint, the bolus button cover and its slug contact were found to be detached and missing from the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).